Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot to application. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system was unable to launch viewforum application software. To resolve the issue, the fse replaced the pc, reinstalled the os and application software, configured the system and dicom, and performed network testing and archiving of patient data. After replacement and repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot to the application. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.